Manufacturer narrative:
Intuitive surgical inc, (isi), has received the harmonic ace associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have teflon pad damage. The teflon pad was found lifted off its slot and wrinkled. Teflon pad also appeared to be missing material at the body. Missing material, approximately 0.09¿ x 0.03¿, was not returned.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the gasket of the harmonic ace instrument warped upon firing. The customer replaced the instrument twice to complete the procedure. There was no report of fragments falling inside the patient. There was no reported injury.